Event description:
The ge oec 9600 fluoroscopy system was difficult to move and cases were cancelled pending system repair.

Manufacturer narrative:
A ge oec service representative investigated the issue and found there was trash jammed into the system wheels that was removed and function restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.